Event description:
It was reported that the red flange marked in the attached picture was broken and slight leakage was happening. Hcp used a connector repair kit. Patient is ok.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint review, applicable previous investigation(s), returned photograph sample, labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the red hub is inconclusive due to the state of the returned sample. One photograph of a 4fr groshong nxt catheter was returned for evaluation. A visual observation of the photograph shows the catheter in use in a patient with an IV extension tubing attached to the red hub of the proximal extension leg. The red hub and white sleeve of the proximal extension leg has a circle written around it on the photograph. White gauze is wrapped around the catheter tubing and patient¿s arm. A slight discoloration on the white gauze and white sleeve connecting to the red hub was seen. Physical droplets or signs of leakage are not present in the photograph. The connections between the white sleeve, red hub, and IV extension tubing are intact and do not appear damaged. Based on the description of the reported event, possible contributing factors include sharp instrument damage, flexural fatigue, and over-pressurization; however, with the submitted photograph and the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. If the sample were to be forwarded to us in the future a more in depth investigation will be made to determine the root cause for this complaint. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the red flange marked in the attached picture was broken and slight leakage was happening. Hcp used a connector repair kit. Patient is ok.